Event description:
Same case as MFR #: 2134265-2010-02153 and 2134265-2010-202154. It was reported that during a rotational atherectomy procedure, removal difficulties and a vessel dissection occurred. The physician was ablating a lesion in an unspecified vessel with a 1.25mm rotablator rotalink bur. During removal of the bur in dynaglide mode the system "coughed" and became intermittent causing an inability to remove the bur. The physician unsuccessfully attempted pressing and clutching the dynaglide foot pedal of the rotablator console to get the system to work. The physician then "yanked" the bur out of the vessel with difficulty and a dissection occurred. The physician deployed an unknown stent to treat the dissection. Patient status is reported as "great". Additional information has been requested, but has not been received.

Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).